Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024 . Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in an unknown insertion site. On (B)(6) 2024 , the patient experienced loss of consciousness due to hypoglycemia. The patient´s mother called the emergencies, and when the paramedics arrived the patient was treated with a glucagon injection. The patient recovered after treatment and did not need to be brought to the hospital. When a fingerstick was taken, the bg reading was 18 mg/dl and the cgm reading was 90 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.